Event description:
One pt sample with discrepant sodium results reported. Initial result 114 mmol/l, repeat gave 130 mmol/l. Initial results were not reported. The field service rep determined probe c and a dirty ise mix tower to be the cause. He replaced probe c and ise tower. Performance tests performed which were within specification.